Event description:
End-stage renal disease pt from nursing home came in for routine treatment of hemodialysis. Pt admitted via stretcher, awake, oriented and not in distress. Approximately 10 minutes after treatment was started, nurse saw venous extension set of tesio catheter disconnected. Loss of blood approximately 200-300 cc. Pt went into respiratory arrest and transferred to medical intensive care unit.

Manufacturer narrative:
The nurse manager was faxed a picture of the tesio catheter with the extension attached to it and asked to mark it where the separation occurred. H.11 the answer that was sent back indicates that the bottom collar of the adaptor extension came unscrewed from the upper part of the adaptor and disconnected there. The initial report from the nurse manager stated that the extension set of the catheter disconnected and we understood at that time that the bloodline separated from the catheter extension. We have recommended to the unit that they check all connections and tape the bloodline connection to the adaptor during hemodialysis treeatments.